Manufacturer narrative:
Continuation of d10: product ID: ped2-500-18 (b609558); product ID: ped2-475-20 (b337125). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding three pipeline flex with shield stents that failed to open at the proximal end. The patient was undergoing a procedure for flow diversion treatment of an aneurysm. It was noted that patient vessel tortuosity was moderate. Dual antiplatelet treatment (dapt) was administered and pru level was normal. It was reported that the pipelines and all accessory devices were prepared as indicated in the instructions for use (IFU). The proximal end of the pipeline was positioned in a bend and failed to open. The same issue occurred with three pipelines. No other steps or devices were used to open the stents. Each was resheathed and removed with the microcatheter. It was noted the three pipelines would not open around the curve due to being oversized. When a ped2-450-20 was used, it was opened initially in the straight segment and pulled back to the intended location and deployed to successfully complete the procedure. There was no harm or injury to the patient associated with the event. Post-procedure angiography shows the aneurysm was treated successfully. Ancillary devices: cook shuttle sheath, navien 058 guide/intermediate catheter, phenom 27 microcatheter